Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device uploaded properly using care link. Device had cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were admitted to the emergency room due to high blood glucose level. The customer's blood glucose levels were almost 400 mg/dl, 387 mg/dl and 396 mg/dl. The customer reported that they had been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not mention any treatment related to high blood glucose event. The customer did not mention any symptom related to high blood glucose event. The customer declined performing high pressure test. The insulin pump will not be returned for analysis.